Event description:
It was reported that during a hemorrhoidectomy procedure, the device fired malformed staples. Surgeon oversewed that portion of staple line. Patient came back 3 days post op bleeding. Surgeon had to bring patient back to or to oversew that portion of staple line that was bleeding. Patient is fine.